Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: the product family for this unknown avaulta - bard product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown avaulta - bard product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the posterior vaginal mesh caused vaginal adhesions, constriction and later mesh extrusion. Required surgery to divide adhesions followed by surgery to remove mesh due to extrusion.